Event description:
Caller reported a malfunction on the pump identified as malf 12. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Customer was assisted in resetting the pump by technical support, and after the reset, the malfunction did not recur. Customer was instructed to continue using the pump and to contact support should any issues arise again.